Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had elevated high thresholds. The lead was repositioned and remains in use. It was further reported that during the ra lead revision, the physician noticed the right ventricular (rv) lead had lost slack and decided to add more slack to the lead by attempting to reposition the lead. The physician inserted a stylet into the rv lead and found that the stylet was too tight upon removal. The stylet was observed to be ¿curly¿ all the way to the top. The physician stated that he had removed the stylet gently. Slack was created for the lead without having to reposition the rv lead. The rv lead tested satisfactory and remains in use. The stylet was removed from service. No patient complications have been reported as a result of this event.